Event description:
Information received from the (B)(4) clinical database. Treatment of a right unruptured posterior communicating artery saccular sidewall aneurysm measuring 26mm x 9mm. It was reported that the patient presented with a left braquial paresis and rmn showed a right parietal infarct 48 hours after the pipeline procedure. They showed 0% for clopidogrel and the angiogram was normal. It was reported that the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).